Manufacturer narrative:
Product ID, 3889-28 lot# v104841, implanted: 2008 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient had their implantable neurostimulator (ins) replaced. It was indicated that following the replacement, the patient was doing well. It was reported that there was no evidence of a malfunction. Additional information was then received reported that the patient had broken their pelvic bone in (B)(6) 2011 and had "problems" with the ins (that was subsequently replaced) after that incident. If additional information is received, a follow up report will be sent.